Manufacturer narrative:
(B)(4). It was reported that there was an alleged overinfusion. A flow rate test was performed by using the actual event parameters (i.e dep mode delivery parameters as found in history log) for the period of one hour and the bolus rate was tested for one minute with the device operating as expected. An add'l flow rate test was performed per the spectrum service manual with the unit passing. The reported symptom could not be reproduced. It is difficult to draw a true conclusion about the amount that was in the bag when the infusion started, this is due to the inaccurate statement about needing approx 50ml to prime the tubing. The tubing that is used in the sigma spectrum is a standard gravity tubing that requires approx 15-20ml to prime. It is unclear why the clinician would have used such a large priming volume. If this is true than the clinician could have very easily used 60-70ml, which would have left only 3 hours to be infused at an infusion rate of 10ml/hr.

Event description:
It was reported that sigma pump free flowed with insulin drip. At 0230 pt's 100 unit insulin drip completed on pump. IV pump #40 was witnessed to be infusing at 10 ml/hr. Immediately IV pump stopped and taken out of service. Upon inspection of IV site this drip was on the pump but did not infuse with one of the protective back check valves. Since approx 50 units/50 ml was wasted prior to infusion by rn (approx amount needed to prime tubing per protocol), approx 50 units/50 ml of insulin was infused over 3 hours instead of 5 hrs. Stat accucheck results were found to be 358. The 1 amp d50 ivp and 1 amd d50 were given. The pt was hospitalized for several days with multiple problems then discharged home in stable condition. On (B)(6) 2011, sigma spoke with the facility staff who explained that the reported free flow was not witnessed, but instead was an assumption based on the insulin contents being infused over 3 hours rather than the expected 5 hours. (B)(6) further explained that there was no pt injury as a result, but the d50 IV push (ivp) was administered to the pt as precautionary medical intervention. (B)(6) said the d50 ivp was given to prevent the possibility of the blood glucose level going too low, which did not occur.